Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka) on (B)(6) 2017. The customer's blood glucose level was 400 mg/dl. The customer was treated with intravenous insulin and fluids. During troubleshooting with tandem technical services, the customer reported no observed alerts or alarms. The customer reported could not recall how long the supplies were in use. The customer was released from the hospital on (B)(6) 2017. The customer reported would use manual injections for diabetes management.

Manufacturer narrative:
The investigation has been completed. Functional test was performed and no failure was identified related to the reported event. Pump data showed that an occlusion alarm and incomplete fill cannula alert occurred. Likely cause for the alleged high bg was stalling in insulin delivery to prompt for user interaction.